Event description:
Provider states throttle pot failure. There is no injury reported or ill effect to the end user. A request was made for additional information; however, no further detail has been received.